Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, broken impactor handle. The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_2089.heic,product complaint - march 5 impactor.jpg). The photo investigation revealed that pinn straight cup impactor has broken in two pieces, the hammer plate has busted off from the device. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Broken impactor handle. There was no delay or patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary broken impactor handle. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that pinn straight cup impactor has broken in two pieces, the hammer plate has busted off from the device. The broken fragment was returned for evaluation. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4). 2) date of manufacture: 8/23/2019. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Which part of the instrument was broken? The metal at the top of the handle, above the rubber hand grip broke off. It split at the thread. B. Did it break into two or more pieces? If no, please specify, what is the alleged deficiency of the instrument? Is it bent, cracked, stripped, worn or cross-threaded? Yes. The metal where the impaction happens, broke off. The handle was in 2 sections. Both were recovered. And no impact on the patient.